Manufacturer narrative:
The subject device will not be returned to omsc for investigation, since the user is continuing to use the device. The exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed with no irregularities. This type of burn is most likely related to the operator's handling. Based on the past similar cases, it is known that the disposable protective wear was burnt and penetrated due to the contacting of the very hot probe to the wear just after stopping the activation of ultrasonic output. Consequently the probe touched to the nurse's skin then caused the burn. The instruction manual of the subject device already states; the probe becomes hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue, as it may burn the tissue. After the instrument is withdrawn from patient, do not leave it on certain parts of patient body such as abdominal area or chest. Also, do not allow medical personnel to come in contact with the instrument. It may cause burns on the surgical drape or gown as well as on the personnel. Burns may result even through the surgical drape or gown.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. The subject device was used during a laparoscopic subtotal gastrectomy. While the doctor handed over the device to the nurse, the tip of the probe of the device touched to the disposable protective wear of the nurse by mistake. The forearm of the nurse had a light burn because the tip of the probe burnt and penetrated the wear. The procedure was completed. The device was inspected by omsc's field service, with no irregularities.